Event description:
It was reported that a transfer set leaked. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient used septoderm spray as a disinfectant with the transfer set. The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a broken occluder leg. Functional testing of the device included leak testing, clear passage testing and clamp function testing. Clear passage testing found on issues. Leak testing and clamp-function testing confirmed the issue of a leak due to the broken occluder leg. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The cause was determined to be use error as it was reported that septoderm spray, an alcohol-based solution, was used on the transfer set. The labeling for the device states that hydrogen peroxide, alcohol or antiseptic agents containing alcohol should not be applied to connectors of the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.